Event description:
It was reported that a spectrum pump constantly displayed the occlusion alarm. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant occlusion alarm which was not reproduced but was confirmed through a review of the device event history log. There was evidence of multiple downstream occlusion alarms which is most likely what the reported symptom is referring to. During the eval, the downstream sensor current reading was out of specification (high reading) with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was re-calibrated.